Event description:
It was reported that the pt underwent spinal surgery from t4 to l1. During insitu bending, at an unk level, one fragment broke off the tip of the coronal bender. The fragment fell into the pt. The broken fragment was retrieved. X-rays confirmed that no fragments remained in the pt. The surgeon was satisfied with the correction at the time of the malfunction so, no other instrument was used. No further pt complications were reported.

Manufacturer narrative:
(B) (4): the coronal bender was returned for eval. Microscopic exam of the fracture surface reveals a fairly brittle fracture, which changes planes due to geometry of the instrument, consistent with overload of the instrument. The angle and location of the tip plastic deformation and breakage of the tip suggest technique may have contributed to the event. Coronal bender. Imaging films were not provided. A review of the device history records did not identify any applicable nonconformance to specification.